Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence and adhesions. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional information: a4, b5, b7, d8, e1, g1, h6 (ime, imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, and pain. Post-operative patient treatment included revision surgery, resection of mesh, hernia repair with new mesh, bilateral myofascial advancement flaps of the abdominal wall, extensive lysis of intra-abdominal adhesions, segmental small bowel resection with primary anastomosis, excisional biopsy of bowel wall lesion of the proximal jejunum, incidental appendectomy, and partial removal of mesh.

Manufacturer narrative:
Correction: b5, h6 (imf code, ime e2402: bowel wall lesion) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, pain, and bowel wall lesion. Post-operative patient treatment included revision surgery, resection of mesh, hernia repair with new mesh, bilateral myofascial advancement flaps of the abdominal wall, extensive lysis of intra-abdominal adhesions, segmental small bowel resection with primary anastomosis, excisional biopsy of bowel wall lesion of the proximal jejunum, incidental appendectomy, and partial removal of mesh.

Manufacturer narrative:
Additional info: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.